Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal stripes in the image during angulation adjustment due to damage to the charged coupled device unit. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include electrical problems due to open or short circuit, signal loss, environmental problems such as dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problem, and/or mechanical issues such as damage, deterioration, and wear and tear between device components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope's image became blurred, indistinct or noisy. The issue occurred during service/maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope's image became blurred, indistinct or noisy. The issue occurred during service/maintenance. There were no reports of patient harm.